Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported per social media that the patient underwent an unknown surgery for an unknown reason. No further information has been obtained.